Event description:
A caller reported experiencing an error with their continuous glucose monitor (cgm), specifically error 42, related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. The technical support team provided instructions for a pump reset, and the caller was guided through this process. Following the reset, the error did not reoccur, and the customer successfully began a new sensor session.